Event description:
It was reported that during an implant procedure, the helix of the right ventricular (rv) lead would not redeploy upon repositioning, possibly due to tissue in the lead. Another lead was used and no patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. No tissue was observed on the helix.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4194 implantable pacing lead, (B)(6) 2009; 5076 implantable pacing lead (B)(6) 2001; 0125 competitive implantable tachy lead (B)(6) 2001. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.